Manufacturer narrative:
The customer reported that their central station and bedside annunciated alarms, which were silenced but they were not printing, during a patient incident. Spoke with biomedical engineer on 05/27/2015 who confirmed that the real issue was that the nurses stated that when the patient had red alarms, there was a delay in them populating in alarm review. They also stated that they were not getting strips generated from the recorder. The customer care solution center representative instructed the customer to reboot the central station to resolve the issue. The information available for this report/service event is not sufficient to determine a specific cause. A lack of subsequent report of this same issue for >60 days supports that the problem was resolved. The information provided by the philips personnel/customer is considered as all that is warranted for this issue. The product remains at the customer site. No further investigation or action is warranted.

Event description:
The customer reported that their central station and bedside annunciated alarms, which were silenced but they were not printing, during a patient incident. Spoke with biomedical engineer on 05/27/2015 who confirmed that the real issue was that the nurses stated that when the patient had red alarms, there was a delay in them populating in alarm review. They also stated that they were not getting strips generated from the recorder. This is being reported as a serious injury. The customer indicated a possible injury to patient. No further information is available.